Event description:
Patient was revised due to pain. Update: (B)(6) 2013 - revision operative report received stating there was cloudy, brown joint fluid and fretting between the head ball and stem. Femoral stem, femoral stem sleeve, and asr sleeve have been added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(4) 2014 - litigation received. Litigation alleges physical injuries, elevated metal ion levels and disfigurement. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(4) 2014. Comment: there is a side discrepancy. The der and medical records state the left side, while litigation states the right for this revision date. The patient is bilateral. For accuracy, the side and dor from the der will remain. Should we receive additional information, we will update if needed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.